Manufacturer narrative:
Initial reporter address: (B)(6) hospital. Subject device evaluation confirmed the reported customer issue. Device evaluation found the probe broke about 16mm from the tip. The fractured surface of the probe found with a black discoloration on the fractured surface of the probe. In addition, cracks were found to have spread starting from the black discoloration point. There were no scratches around the starting point of probe breakage . The dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Length of cutting wire. Length of coated portion. Operation of cutting wire. IFU (instruction for use): the device's instruction manual provides the following warnings which may help to prevent the issue: when outputting ultrasonic waves, do not twist the insertion tube or turn the rotary knob while gripping hard or thick tissue. Doing so may increase the load on the probe and cause it to break or fall off, or the probe may interfere with internal parts and scratch the probe, leading to breakage or fall-off. When outputting ultrasonic waves, if only the tip of the probe is strongly pressed against the tissue while outputting ultrasonic waves, the probe may interfere with internal parts, resulting in damage to the probe, which may lead to breakage or detachment. This product is intended for soft tissue. Hard tissue such as bone, calcified tissue, or gold at the probe tip do not output ultrasound while holding surgical clips or other surgical instruments (such as uterine manipulators). Do not allow the probe to become hot and break before the ultrasonic output warning indicator lights up or the warning beep sounds. Based on device evaluation findings, it was presumed that the probe broke when it touched the trocar with a crack in the probe. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, when the device t3905 was inserted into a trocar during a therapeutic laparoscopic procedure in gastrointestinal surgery," the tip of the probe fell out into the body. The fallen piece was immediately collected, and the procedure was completed by switching to the same product". No health hazard to patient was reported. There was no patient harm , no user injury reported due to the event. This is the second time the device has been used since its purchase, and this failure occurred during the second use of the device. ( this event is the second use).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, it is likely that an excessive force might have been applied to the distal end of the probe. The following information is included in the instructions for use (IFU): ¿activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity.¿ ¿do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.¿ olympus will continue to monitor the performance of this device.